Manufacturer narrative:
Concomitant medical products: rvdr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated they are, "having trouble with one of the leads" and that the physician was planning on extracting the lead. It is unknown which lead is exhibiting issues. Both of the patient's leads currently remain in use. No patient complications have been reported as a result of this event.